Event description:
Per the clinic, the patient experienced magnet dislodgement subsequent to sustaining a head trauma. The implanted device remains.revision surgery to exchange the magnet is planned but has not taken place at the time of this report (B)(6), 2012.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6), 2013, to replace the internal magnet.the implanted device stayed in-situ at all times.this report is filed (B)(4), 2013. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.